Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported "a crc bench repair; therapy pca kit". There was no reported adverse patient impact.

Manufacturer narrative:
.